Event description:
It was reported that a pump declared a cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Consequently, technical support arranged for the pump to be replaced, and the customer reverted to an alternate method of insulin therapy.